Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this electrode the patient suddenly became violent and the top layer of the electrode got damage by the cautery knife. Insulation damage was noted thus a new lead was used. This lead will not be returned as the patient had not undergone any infection test before the procedure and a possible contamination of the lead could have been present. No adverse patient effects were reported.